Manufacturer narrative:
Findings: pump received with no down button response due to corroded keypad traces. No stuck buttons or button error alarm noted during testing. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and missing address serial number label.

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that the insulin pump may have been exposed to moisture. It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 137 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.